Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 18 mmol/l (324 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the insertion site (arm), the patient reported that the pink slide never moved forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in needle mechanism failures. The device ran for 2666 pulses and was deactivated by the user.